Manufacturer narrative:
A partial lead with the connector pin measuring 11.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during follow up, externalized conductors were suspected. Based on the review of the x-ray provided to st. Jude medical, the lead does not appear to be externalized. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.